Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an angiogram identified a 35 milli meter (mm) gradient and a post-implant dilation was performed, reducing the gradient to 25 mm. It was noted that the high gradients were attributed to the severe aortic stenosis of the failed surgical valve. A non-selective aortic angiogram was performed both the right and left coronaries were visualized. Following the procedure, the patient became hypotensive and went into asystole. Cardiopulmonary resuscitation (CPR) and defibrillation were performed for at least 30 minutes, while a temporary pacemaker and an extracorporeal membrane oxygenation(ECMO) machine were placed. A late left main ostial occlusion was identified and a stent was placed in the left main coronary artery. Three days following the implant of the valve, the patient died, due to bilateral ventricular ischemia. The physician reported that the death was related to the valve and the left main ostial occlusion.